Event description:
It was reported that, "acute infection".

Manufacturer narrative:
The v40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# unk was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed as the devices were not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.